Event description:
In mid-june, patient suddenly stopped responding to the implant. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/remimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.